Event description:
The user facility reports one incident of a separation between the arterial dialyzer connector, and arterial tubing that occurred approximately 20 mins into treatment. Blood volume in the extracorporeal circuit was not returned, resulting in ebl = 250cc. A new line was set up to resume and complete therapy. The complaint sample was discarded at the time of the event. No pt injury or need for medical intervention is reported. This report is being filed as an adverse event solely to comply with the FDA's blood loss policy.

Manufacturer narrative:
Review of complaints records show no other complaints have been received for the reported lot. Because the complaint sample was discarded, no further investigation is possible.